Event description:
It was reported that after insertion of the iab, blood was noted leaking from the proximal end of the hemostasis device. The iab was removed and replaced. There were no pt complications.